Manufacturer narrative:
Per tandem¿s cartridge instructions for use: ¿make sure that insulin is at room temperature before use or air bubbles could form in the cartridge.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. There was no reported impact to customer¿s blood glucose. A system check was performed with tandem technical support and the occlusion was found to be within the cartridge. Reportedly, the cartridge was changed to address the issue and insulin delivery was resumed. Additionally, customer loaded cartridges with cold insulin. Tandem technical support educated customer regarding cartridge/insulin labeling.